Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for shield damage with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of shield damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: the device had a "damaged cap."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227188, medical device expiration date: 2021-12-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0133334, medical device expiration date: 2021-09-30, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: the device had a "damaged cap."